Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Patient implanted with a sternal fixation plate on an unknown date was returned to the operating room on (B)(6) 2011. The plate was noted as broken on one side of a screw. A broken piece of the plate was retrieved. No other parts of the construct were removed. The surgeon added bone wax to the area where the plate was removed and completed the procedure. No additional hardware added.